Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her husband's insulin pump screen has a partial display. The display cannot display numbers only straight lines and is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer indicated that would call back regarding a new pump. No further information was given.